Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of area not cleaned before peritoneal dialysis (pd) therapy and peritonitis in a patient, coincident and dianeal pd2 ultrabag therapy. On an unreported date, the patient began dianeal pd2 ultrabag (dose, and frequency were not reported), intraperitoneally (ip) for pd therapy. Dianeal therapy was ongoing at the time of the report. On (B)(6) 2012, the patient experienced peritonitis. The reporter stated the cause of the peritonitis was that the area was not clean before starting pd therapy. The patient was treated with vancomycin (2gm, immediately and repeated on the 7th day, ip) and fortum (1gm, every day for 14 days, ip). The event of peritonitis was resolving. The outcome and the reason for the event of area not clean before starting pd was not reported. Concomitant therapy was not reported. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique. The complaint is confirmed because the nurse reported the patient experienced peritonitis due to exchange area not clean before starting pd therapy. The assignable cause was not determined. A label review was performed. A direction insert provided with the product includes: warnings to use aseptic technique when performing the therapy. The insert also warns that contamination of any portion of the fluid path may result in peritonitis. It instructs, do not use if tip protectors are not in place and that the automated pd set is intended for single use only. Directions state that when preparing the disposable set, starting therapy, adding medication during therapy, and ending therapy, patients are instructed to "use aseptic technique." The patients are also instructed to put on mask, clean and/or disinfect hands as per local clinical practice guidelines and training. Additionally, the directions include step by step instructions to ensure unused clamps are closed, that the luer connections are secure, and the patient line is properly primed before starting therapy. Current labeling provides ample instructions related to prevention of the suspected use errors in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.